Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached from the delivery system and remained inside the patient¿s body therefore was not returned for analysis. The distal edge of the bumper tip of the device showed signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were relaxed and appeared as if positive pressure was applied. Solidified media was evident inside the balloon chamber and crimp markings were not prominent on the balloon wall. A visual and tactile examination found multiple kinks along the hypotube shaft. These types of damage are consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the highly calcified left anterior descending (lad) artery. After pre-dilatation was performed, a 2.75x8mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent was caught by the calcification and the stent came off the catheter. The stent was left sticking to the lesion and undeployed. No patient complications were reported and the patient's status was fine. Currently, the patient is being treated medically.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the highly calcified left anterior descending (lad) artery. After pre-dilatation was performed, a 2.75x8mm promus premier drug-eluting stent was advanced to treat the lesion. However, the stent was caught by the calcification and the stent came off the catheter. The stent was left sticking to the lesion and undeployed. No patient complications were reported and the patient's status was fine. Currently, the patient is being treated medically.